Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The initial failure of the device was alleged as cracked/peeling insulation at shaft, but upon further investigation it was confirmed that the actual failure was electrode broken, bent shaft. The confirmed failure mode still constitutes a breach in insulation. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Use error. Manufacture date is not known. (B)(4).

Event description:
It was reported the insulation is compromised.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation is compromised.